Event description:
Info rec'd indicates the head panel gas springs are leaking fluid, preventing the head panel from lowering.

Manufacturer narrative:
The technician replaced the head panel gas springs to repair the bed.